Event description:
Pt underwent cataract surgery and implantation of a staar model aa-4203v intraocular lens with the power of 23.5 diopter. The description of the incident stated that on injecting the lens in the eye, the lens went through the posterior capsule. The dr performed an anterior vitrectomy then implanted an anterior chamber lens with a 21.0 diopter. According to the report it is not confirmed if the tear was due to the lens, nor is there any additional info on the pt.